Event description:
During product evaluation by baxter personnel, a colleague infusion pump was found with broken manual tube release knob. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.¿this device is a remediated colleague infusion pump with a user interface module master software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a broken manual tube release knob. To correct the condition, the manual tube release knob was replaced. If additional information becomes available, a follow-up report will be submitted.